Manufacturer narrative:
A ge service rep performed an on site investigation. The sram memory, battery, and brake assembly were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system would not boot up. Also the flip flop brake could not hold. No pt injury was reported.